Event description:
Pt with history of abnormal bleeding, painful heavy periods, and adenomyosis was taken to surgery for d&c and laparoscopy. Found to have a right ovarian cyst which was drained. After cauterization of the left puncture site, the scope was removed and replaced with the working scope for the right side. The unit would not work. The monopolar adapter was moved from receptacle 1 to receptacle 2, and then the settings were changed from 30 to 50. The unit still did not work. The setting was decreased to 35. Staff went for replacement cord. A hand held cautery was inserted through the left site to coag the right. Smoke from the cauterization required the scope to be cleaned. In this process, the trocar came out and the gas was lost. The hand held cautery was left in the abdomen when the gas was lost. The scope and trocar were put back in through the left site, and the right side was cauterized for the second time. The blue cord was replaced. The left trocar was taken out. After placing the working scope in for cauterization of the right side, a small burn was noted. The right side was cauterized. The left trocar was reinserted for an endostitch. The area was hemostatic with no bleeding. The abdomen was desufflated and then resufflated after five minutes. What appeared to be a 3/4 cm tear was noted by the surgeon, but the area was hemostatic. The area was irrigated and suctioned. The gas was let out and the abdomen closed. Pt discharged home with spouse after fifty-five minutes in recovery. The pt was transported via ambulance to the emergency dept the next morning where they arrived in full arrest. Spouse reported that pt had been restless and nauseated the prior evening and that they had found them on the bathroom floor that morning. Pt was taken back to surgery and found to have massive exsanguination due to suspected vascular injury with injury to the right external iliac artery. There was a possible thermal injury to the iliac artery wall with 2-3 mm opening in the vessel. The pathology report indicated pt's right external iliac artery showed areas consistent with transmural cautery/burn effect. Pt was transferred to the unit after surgery where they expired that afternoon. The members of the surgical team report that they never heard an unintentional firing of the esu during the initial procedure.